Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hyperglycemia after announcing a meal approximately twenty minutes before eating, with blood glucose rising to 318 mg/dl; the patient performed a supply change and observed no abnormalities, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component issue observed by the user, and no abnormal pump alerts were noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.